Event description:
Boston scientific received info that the pt with this device system was seen in the emergency room (ER) for evaluation of seizures. The pt had been found sleeping and unresponsive before being seen in the ER. The field rep reported that during device testing, intermittent loss of right ventricular (rv) capture was observed. The physician suspected a possible rv microdislodgement or a connection issue. A lead revision procedure was performed and the lead was repositioned. There were no adverse pt effects from the procedure reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.